Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed the device evaluation. Failure analysis found various scratch marks on the instrument with light material removed on the main tube. The scratch marks were 0.184 - 1.648 in length and most were in line with the tube axis. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The 5mm cannula was also returned to isi for evaluation. Failure analysis was conducted on the cannula using an isi blunt obturator. No resistance was felt as the obturator moved through the cannula, indicating that the cannula can still be used. Several 5mm in-house instruments were able to advance through the cannula without issues. Visual inspection of the distal tip did not exhibit obvious physical damage. No black insulation or particles were found in the cannula. This complaint is being reported due to the following conclusion: a piece of the insulation allegedly fell into the patient. The fragment was retrieved however it is unknown as to how the piece was removed from the patient. While there was no injury/harm reported; if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a pyeloplasty da vinci procedure, a small ribbon of the black insulation from the maryland dissector instrument was found in the patient. The customer believes the fragment may have possibly shaved off when the instrument passed through the cannula. The fragment was retrieved from the patient. There was no report of patient harm, adverse outcome or injury. On may 03, 2016, intuitive surgical inc., (isi) contacted the initial reporter however as of the date of this report no additional details have been obtained from the site.